Event description:
It was reported that a spectrum iq pump did not deliver the amount of medication it was supposed to post infusion. The flow accuracy issue was determined when fluid remained in the primary infusion container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received indicating the medication was glassia which is connected to the pump via a glass vial. This was a primary infusion with a volume to be infused of 320 and flow rate 200ml/hr, with actual volume infused 300. The device was received for evaluation. During functional testing, the device was tested for flow accuracy and one of the delivered volumes was an under infusion greater than 5%. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel requiring adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.